Event description:
The complainant reported that hemolysis was noted, evidenced by red urine and hemolyzed laboratory samples. During the early morning hours, impella support was increased to p-8. Upon arrival of the night shift, pink to red urine was observed, and shortly thereafter, the patient developed torsades de pointes. The patient was successfully defibrillated back into normal sinus rhythm. Laboratory samples were hemolyzed only during the period in which the patient experienced torsades on two separate occasions. A transthoracic echocardiogram was performed, confirming that the impella inlet was positioned mid-left ventricle and was not interfering with the mitral valve. Device support was subsequently reduced to p-6, after which urine remained clear. Additional information noted that the patient expired.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
B5: additional event information received.

Event description:
Additional information received reporting converting the patient to nsr and decreasing to p-6 were the only interventions that were made. This resolved the issue. The pump is not available for return.

Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Mechanical interaction with blood: the cause of mechanical interaction with blood was unable to be determined as limited clinical details were provided and no product was returned for review. Arrhythmia: the root cause of the injury was unable to be determined due to insufficient clinical details. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation.